Event description:
It was reported the patient had not recharged the ipg in the last 3 months. The charging antenna and patient programmer were lost. The sjm representative attempted to communicate with the ipg by using 2 chargers and 2 patient programmers to no avail. Surgical intervention may be undertaken at a future date.